Manufacturer narrative:
A device history records review was performed for part number 00-2540-000-10, lot 62517485. This device was manufactured and placed into inventory on 12/3/2013. There were no reported non-conformances or relevant request for deviations (rfd) noted on the device history record (DHR). Product number 06-0020-014-12, 125¿ od x .062¿ ID x 42¿ length, 1/8¿mid perf silicon drain from lot numbers 62504414 and 62523638 were used on the above assembly. These parts were manufactured and placed into inventory on 10/1/2013 and 10/23/2013 respectively. There were no applicable non-conformances or rfds noted on the dhrs. On 4/18/2016 a photograph of the small end piece of a 1/8¿ drain tube was received from the customer. This tube piece appeared to be approximately two inches long. The photograph displayed that the tubing had broken at one set of hole piercings. No further evaluation was possible. The complete drain tube was not returned, only a photograph of the portion removed from the patient. With the photograph and the available information the customers reported event of the drain breaking is confirmed. However, without the actual device, determination of a specific root cause for the breakage is not possible. The drawing requirement for the perforated drain specifies a tensile breaking strength for the tubing at 4.6 pounds per square inch and 2.7 pounds per square inch at the perforations. All testing for the tubing was performed and was acceptable for the reported lots. There are too many unknown factors that could account for the drain breaking. Most likely, the drain was either placed and arranged in the wound site or removed from the wound site using a surgical instrument. The instrument could have weakened the tubing¿s tensile strength where it clamped onto the tube. In addition, the use of an instrument to remove the drain can make it difficult for the user to maintain an even tension and cause the pull pressure to exceed the 2.7 pounds per square breaking strength at the perforations. There are no recommended actions at this time; the severity and frequency do not warrant further actions. Issue is trended by quality reports.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the drainage was removed 2 days post op without excessive force; however a fragment (approximately a 2 inch piece from the drainage device) was identified at the 6-week post operative visit. The patient is to undergo a procedure on (B)(6) 2016 to remove the fragment.